Event description:
As reported, during the device check, the autopulse platform (sn (B)(4)) displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and no physical damages were observed. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. In addition, unrelated to the customer complaint, event log showed user advisory (ua) 17 (max motor on time exceeded during active operation) error. The drive train motor was replaced to remedy the fault. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product investigation has been completed.